Manufacturer narrative:
(B)(4). Date sent: 3/14/2023. D4: batch # u5cz7f investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. A manufacturing record evaluation was performed for the finished device batch number r5ac64, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/3/2023. Batch # unknown. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: additional information received on 01 feb 2023. 1. Due to the additional information it is stated "what is the most current patient health status and condition? Ans: patient is recovering in ward.". A) did the patient have to remain in the hospital/ward longer than the desired time due to the issues of the ethicon device during the procedure? And if so, why? Ans: surgeon did not specify. B) did the prolonged procedure have any clinically impact on the patient? If so, how? Ans: surgeon did not specify. Additional information received on 17 jan 2023. 1. Kindly confirm if there is indeed no bleeding etc. Occurred? Ans: bleeding observed at the endocutter firing area during operation and surgeon intervened by changing new endocutter with new reloads. No bleeding observed post-ops according to surgeon. Additional information received on 17 jan 2023. 1. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Ans: no post operative changes observed. 2. What is the most current patient health status and condition? Ans: patient is recovering in ward, not yet discharged. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was using ec45a echelon flex endocutter for transecting the colon during ultra lar on (B)(6) 2023 in the hospital. The first firing performing as usual. Second firing was found there was no staple on the staple line. The rectum was cut with staple line which created opening on the rectum. Surgeon reacted by using new gun with new reloads but the endocutter cut without staple again after the first firing. Upon changing to third endocutter (ec45a), the device performing as intended throughout the surgery. There was a delayed due to surgery. However, it was completed successfully with not patient consequence reported.